Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that 4 minutes into the spin for a prp injection of the achilles there was a loud noise and the disk inside the abs-10060r snapped in half spilling the blood into the disk. The prp injection was not completed. Additional information obtained (B)(6) 2018: this occurred during a surgical procedure for a patient with achilles tendinopathy. The prp was to be injected following tendon debridement. The patient's blood did not come into contact with anyone. The blood was contained in the separation chamber of the angel machine. The blood was initially dried up with surgical towels and then with facility provided germicidal wipes. There was no picture taken of the blood spilled inside the separation chamber. Sales rep was present during this procedure.